Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm intermittently occurred during insulin delivery, causing the customer to experience "high" blood glucose (bg) levels. The customer delivered a correction bolus to treat the bg levels. Reportedly, the customer reverted to an alternate method of insulin therapy.